Event description:
It was reported that following successful deployment of a bifurcated device and suprarenal aortic extension, re-advancement of accessory devices (guidewire and pigtail catheter) resulted in entanglement with the stent cage of the bifurcated device, ultimately leading to device explant. Reportedly after successful delivery of the aaa devices the physician retracted the pigtail catheter below the left iliac artery, requiring re-wiring. The physician advanced a 0.035¿ guidewire on the contralateral side up into the aorta. A pigtail catheter was inserted over the guidewire, but met resistance during advancement. The physician then further advanced the wire so that it prolapsed from the top of the graft back down to the bifurcation and back up again. As the wire was being re-advanced back up, the wire straightened out and a small loop formed over a stent strut. The physician then attempted to retract the wire; however the wire would not retract despite forceful traction. The pigtail catheter was advanced proximally in an attempt to ¿unbind¿ the wire; however the pigtail catheter also became bound at the same region. The physician cut the pigtail catheter in an attempt to facilitate advancement of a guide sheath, but this was unsuccessful. An additional super-stiff guidewire wire was advanced through the guide sheath in an attempt to change the geometry of the iliac, but this was also unsuccessful. Reportedly, a large hematoma started to form in the patient¿s groin area and as a result the physician opted to convert to open repair. The endovascular devices were explanted and the patient was treated with a surgical graft. Reportedly, upon removal of the devices, it was noted that the stent graft was fully intact with the wire and catheter looped around the stent graft. It was reported that the patient is in stable condition. Additional information: it was reported that the patient had excessive blood loss during the index procedure. The amount of blood loss was 4,000 ml (4 liters).

Event description:
Additional information: discharge summary was received on september 10, 2013. The report indicated on (B)(6) 2013 that the patient expired due the respiratory failure. Reportedly, the patient presented with a significant right common femoral artery aneurysm, hypertension, chronic obstructive pulmonary disease and some congestive heart failure. The patient admitted to the operating room on (B)(6) 2013 and had a failed endovascular approach to the patient aneurysm and required conversion to an open procedure, which was successfully completed by interposition dacron graft of right common femoral artery aneurysm. The patient was transferred to the recovery room in hemodynamic stable, but critical condition. The patient was maintained on the ventilator and extubated in the intensive care unit (ICU). Reportedly, (B)(6) 2013, the patient was taken back to the operating room for ischemic bowel procedure on the left colectomy as well as small-bowel resection. The patient was transferred back to the ICU in critical condition on the ventilator. Reportedly, (B)(6) 2013, a dialysis catheter was placed due to pre-existing renal failure and continued to be attempted to be weaned from the ventilator. The patient showed little improvement and was continued with hemodialysis, but the result of prognosis was poor, although patient maintained largely hemodynamic stability. Due to lack of meaningful improvement, approximately three weeks after the second procedure for colon ischemia and ongoing respiratory failure and renal failure, the family decided to withdraw care, allowing the patient to expire and do not resuscitate protocol.

Manufacturer narrative:
Actual device was returned to endologix and sample evaluation was conducted. It was identified that the pigtail catheter was looped around the stent strut and a tear resembling scalpel mark was observed on the limb of the bifurcated device. Furthermore, medical records were reviewed by medical director stating that the patient presented with unfavorable anatomy (severe left iliac angulation with significant stenosis) which in concert with wire management techniques likely led to entanglement with the device. Review of lot records, work orders, and prior reports no issues with the lot were noted. Based upon the investigation findings, no issues were identified with the endologix product. Rather, the patient's anatomy in concert with wire management techniques likely led to entanglement with the device. The device instruction for use states under warning and precautions: "catheter advancement should be performed under fluoroscopic guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. Vessel or catheter damage may occur. Care should be taken in areas of stenosis, intravascular thrombosis or in calcified and/or tortuous vessels."

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.